Event description:
It was reported that this right ventricular (rv) lead was an attempted implant during a scheduled therapy upgrade procedure. During implant testing, there was oversensing of noise on the rv lead channel. This resulted in up to three seconds of pacing inhibition. Troubleshooting was performed including fluoroscopy, pocket manipulations, and trying with new can and new lead respectively. Subsequently, the new crt-d and new rv lead were implanted with clean measurements. This lead was removed and returned to boston scientific for further analysis. No additional adverse patient effects were reported outside of the prolonged procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant during a scheduled therapy upgrade procedure. During implant testing, there was oversensing of noise on the rv lead channel. This resulted in up to three seconds of pacing inhibition. Troubleshooting was performed including fluoroscopy, pocket manipulations, and trying with new can and new lead respectively. Subsequently, the new crt-d and new rv lead were implanted with clean measurements. This lead was removed and returned to boston scientific for further analysis. No additional adverse patient effects were reported outside of the prolonged procedure.